Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged after the patient was discharged. The patient was brought back and the ra lead was revised. The lead remains in use. No patient complications have been reported as a result of this event.